Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device. The scope of this investigation was limited. Inspection of the device revealed a needle strike mark at the posterior foot, indicating a posterior cuff miss occurred as the posterior needle was deflected and struck the posterior foot, instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment as intended. A posterior cuff miss would result in a failure to retrieve the suture when retracting the needle plunger. Because the suture could not be retrieved, the suture knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for the needle deflection that resulted in the posterior cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified during manufacturing. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no challenging anatomical conditions reported, which could have caused the needles to deflect. Also, there was no definitive evidence in the evaluation of the device to suggest that the device was twisted or rotated or the device was not at an approximate 45-degree angle during needle deployment, which could have contributed to the posterior cuff miss. Based on the successful test of the needle trajectory, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that a arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, when the needle plunger was removed a cuff miss had occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. Additional information was not provided.